Event description:
Healthcare professional reported a left saline breast implant deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left saline breast implant deflation. Healthcare professional additionally reported particle in valve and hole in valve. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage also observed crack in the valve assessed as cracked valve seat diaphragm valve. ¿ particles in valve: not observed. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional additionally reported particle in valve and hole in valve. The device has been explanted and replaced.